Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. Plunger push was performed and the insulin did exit but the insulin was hard to push. It was also reported that the insulin pump had issue with rewind. The insulin pump will not be returned for analysis.